Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. The customer reported that there was crack on insulin pump casing, right corner of screen and wrapping around the back, chip on battery compartment, grinding noise when rewind, rewind was slower, has to rewind more than once per reservoir change, button error alert, buttons not always responsive when first pressed. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.